Event description:
I have been diagnosed with a tumor on my cerebellum. It has been stable since it was discovered, I have had 5 MRI's. I went to the doctor because my tinnitus got worse and I was experiencing double vision. I was using one of the CPAP machines that was recalled by philips. I got sores in my nose while I was using that machine but could manage them with vaseline and tipple antibiotic cream. Since replacing my machine I have not had sores in my nose so I wonder if my machine was off gassing voc's(volatile organic compounds.) I am submitting this form in case there is a link between the CPAP machine off gassing and other people who have developed similar problems. There is no way for me or my doctors to know if the CPAP device lead to my condition but I felt it was important to report it. I have had four other MRI's that confirm the mass and have shown that it is currently stable.